Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device had a loose main switch assembly. The complainant indicated that there was no pt involvement in the reported failure.